Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, increasing over the years. The physician opted to replace the lead during the patient's generator change surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.